Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed atrial oversensing of baseline noise on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.